Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating but able to remote into the pyxis using the parkview network. A field service engineer found that the work was performed by implementation and verified the device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not communicating. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.